Event description:
It was reported, the patient was unable to adjust stimulation. It was also reported, the patient was charging more than expected. The patient had a diagnostic ultrasound in (B)(6) 2012 and since it had seemed like the implantable neurostimulator (ins) was depleting quicker. The patient had an appointment the next day to have the device checked. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 39565-30 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), implanted: 2009 (B)(6), product type recharger product ID, 37743 lot# serial# (B)(4), implanted: 2009 (B)(6), product type programmer, patient product ID, 3708160 lot# serial# (B)(4),v implanted: 2009 (B)(6), product type extension product ID, 3708160 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension. (B)(4).